Manufacturer narrative:
Continued e1 phone number : (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported left side device rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed/ opening on radius side assessed/ as surgical impact opening. Shell thickness within specification. Additional observations: observed/ non penetrating nicks on the device. No further actions are required/ as the device was implanted.

Event description:
Explanting physician reported/ left side device rupture. The device has been explanted and replaced with another manufacturer's device.

Event description:
Explanting physician reported left side device rupture. The device has been explanted and replaced with another manufacturer's device.